Manufacturer narrative:
Follow-up #1 date of submission 07/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black shows several pump reboots. There were no alarms related to the complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The pump was exercised for 24 hour with no power issues or alarms noted. A battery cap contact test was performed with no connection issues. The pump was opened and no damage was found to the power circuit. The reported power issue was verified in the pump history but not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2012, the reporter contacted animas to report the pump had intermittently powered off after the patient fell on it on the gym floor. The patient reported no damage to the pump, no cracks or damage seen to the battery compartment or battery cap. The patient replaced the battery to no avail. The issue was not resolved. There was no patient injury associated with this issue.